Event description:
Study article published 2013 mar 25 titled: ossifications after veptr (vertical expandable prosthetic titanium rib) treatment in children with thoracic insufficiency syndrome and scoliosis noted retrospective analysis of 1328 spinal radiographs of 57 patients after veptr implantation with an average follow-up of 30 months. Fifty-seven patients had a primary veptr implantation due to spinal deformity and thoracic insufficiency syndrome and repeated lengthening procedures. The noted complications were ossifications of 13 patients, implant migration from 53 patients and implant infection of 5 patients. The only specified patient was a 12 year female who was reported to have ossifications after removal of a veptr laminar hook. This report is 4 of 4 from this article. This complaint represents the 12 year old female. This report is for unknown veptr hardware. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.